Manufacturer narrative:
The parts functioned as designed when tested in the eval lab.

Event description:
The service report shows that the ventilator failed to alarm appropriately during the initial evaluation by the nellcor puritan-bennett customer support engineer (npb cse). The npb cse inspected the alarm function again and could not reproduce the failure to alarm. The cse replaced the power switch as a precautionary measure. The unit passed extended self-testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.